Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was shutting down, would quit working, and would jump to different groups unexpectedly. The patient experienced a loss of therapeutic effect and stated that the device had never given them therapeutic relief. The patient was diagnosed with a uti that turned into a ¿really weird blood infection.¿ the patient was hospitalized for 6 ¿ 7 days and was experiencing burning and hurting when urinating. It is unknown whether or not the uti was caused by the ins. The patient decided to have the system explanted on (B)(6) 2016 and they experienced pain for 2 ¿ 3 days after the explant surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.